Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer received a complete pump reset information from technical support, who guided them through the process, and was advised to call back if the issue was not resolved.